Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -9.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced within the same initial surgery due to lens tear/break (during injection/delivery into the eye). There was no patient injury and the cause of the event was unknown. Mild corneal edema was reported for status of the eye at patients last visit date: (B)(6) 2018 but on (B)(6) 2018 it was reported that the slight corneal edema was caused by the surgery itself not by the product and the corneal edema had completely resolved.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned in liquid in a lens vial. Visual inspection found the lens returned torn with a piece of haptic and optic missing. Corrected data: device code 3189: previous code not applicable. Conclusion code 4316: previous code not applicable. Claim#: (B)(4).